Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification in association with the vitek® ms instrument. The customer stated the strain was identified as streptococcus agalactiae with the vitek® 2 gp ID test kit. Testing with the vitek® ms gave a low discrimination between streptococcus dysgalactiae ssp "equisimilis"/ s. Dysgalactiae ssp dysgalactiae/ s. Pyogenes. The vitek® ms repeat testing gave a result of streptococcus pyogenes at 99.4%. The investigation related to the vitek® 2 gp ID test kit concluded that the expected identification for the customer's strain is streptococcus dysgalactiae ssp equisimilis. The investigation related to the vitek® ms misidentification involved reanalyzing the data provided by the customer. This investigation concluded that the causes for the misidentification by the vitek® ms system were a lack of fine tuning monitoring and the customer's spot preparation was non-optimal. The "good peaks" detection was lower than the limit and this can have an impact on vitek® ms performance. In addition, the sample "all peaks" values were quite heterogenous, indicating that the sample spot preparation was non-optimal. Local customer service (lcs) has been instructed to continue to monitor the fine tuning status for this customer and to provide additional training materials to the customer to help improve spot preparation.

Event description:
A customer in (B)(6) reported a misidentification in association with the vitek® ms instrument. The customer stated the strain was identified as streptococcus agalactiae with the vitek 2 gp ID card. Testing with the vitek ms gave a low discrimination between streptococcus dysgalactiae ssp equisimillis/ s. Dysgalactiae ssp dysgalactiae/ s. Pyogenes. The vitek ms repeat testing gave a result of streptococcus pyogenes at 99.4%. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.